Event description:
It was reported that the day of the report, the patient kept getting an icon, or several icons, on the patient programmer screen that were not allowing her to turn on or off the stimulator. The patient reported the screen looked like a clamp was holding kind of a battery looking ling and was pointing to either the simulation or the charger, and then there were some dotted lines going down to a power source. The patient had changed aaa batteries in the programmer and the implantable neurostimulator (ins) was charged about 3/4 full. The patient was describing the ins in the box screen. The patient first saw this screen friday afternoon and lost simulation sensation, not all the way. But normally stimulation went up from her feet to her hips. On friday prior, while the patient was walking, the stimulation changed to where she was only feeling stimulation from her knees down. The patient was also having trouble trying to get it in the lower back where the patient had the most pain because she had only felt stimulation in her lower back once when they woke her up during the implant surgery, and once during programming for one minute. During the last programming session about 2 and a half weeks prior, they got it to vibrate in her lower back but it just didn¿t stay and kept vibrating in the abdomen instead of lower back. The patient still had to get injections in her lower back since implant because they hadn¿t been able to get stimulation to her lower back. Information regarding cause of event, interventions taken, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).